Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been collagen exposure due to patient anatomy (thin patient) resulting in difficulty with attempted closure. It is also possible that extra tamping caused the hematoma to develop. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported imperfect hemostasis and that the collagen sponge of the angio-seal device was exposed. The angio-seal device was used after treatment of a ninety (90) percent stenosis of the left superficial femoral artery (sfa) via a crossover approach with the puncture of the right common femoral artery (cfa). Hemostasis was performed based on the procedures in the instructions for use (IFU). When tension was applied on the suture to tamp the collagen sponge with the tamper tube, a black compaction marker did not appear easily, and stronger tension was then applied. As the black compaction marker appeared, the tension was loosened after about five (5) seconds. As no bleeding was noted when the patient coughed, considering that hemostasis was achieved, the suture was cut. After the suture was cut, something like a dimple was observed; however, it soon disappeared. A small amount of bleeding and exposure of the collagen sponge were noted. Additional manual compression was then applied to achieve hemostasis. The physician attempted to push the collagen sponge by using saline, however it did not work. The physician then used forceps to lift the skin and attempted to push the collagen sponge under the skin, it did not help. The puncture site was therefore disinfected and taped, and a cotton roll for hemostasis was fixed from above. The patient would be followed up. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. The estimated blood loss was less than 250cc's. The patient was being followed up. Hemostasis was successfully achieved by additional manual compression. There were no other devices or equipment used with the reported product.